Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1712385 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 22nd april 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section. Handle actuating with high resistance. Handle was opened and all component were found intact. Unable to release the stent due of damage on clear section of flexor. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1712385 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1712385; upon review of complaints this failure mode has not occurred previously with this lot #c1712385 the instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Doctor made a sphincterotomy then injected contrast before deciding to put a metallic stent. They opened the stent package and stent seemed ok. They pressed the button before to introduce stent through the scope channel. They introduced the stent into the biliary duct without problem and they decided to deploy the stent. Nurse the deployment button until point of no return and nothing happens. Doctor checked with scope and stent was not deployed. They removed all the system and they used a second without pb for the patient and the scope. Flexor probably broken at the junction of stent and flexor. Section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence